Manufacturer narrative:
The device was received undeployed. The needle mechanism deployed fully when the chassis sub assembly was removed from the bottom housing. Deep scratches were observed on the bottom housing to the right of the environmental seal. This indicates that the formed needle deployed into the bottom housing. The incorrectly installed chassis sub assembly caused the formed needle to deploy into the bottom housing. This resulted in the device not deploying as intended. The hard cannula was observed to be bent. The needle deploying into the device caused the hard cannula to bend. The soft cannula was observed to be torn, as if pierced by the formed cannula. The needle deploying into the bottom housing caused the tear in the soft cannula. Corrosion was observed on the pcb, top housing, mechanism rail, and all three batteries. The device operating with the needle deployed into the device can be confirmed as the cause of the corrosion. An 0x3d alarm was observed in the data, indicating fluid entered the device. The device operating with the needle deployed into the device can be confirmed as the cause of the hazard alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.